Manufacturer narrative:
The device was rec'd on (B)(4) 2011. The device passed testing by appropriately alarming when air was present in the tubing distal to the pump. This report represents all the information known by the reporter upon query by hospira personnel. (B)(4).

Event description:
The customer contact reported air in the tubing distal to the pump with no pump alarm. On an unspecified date and time, line b of the device was programmed to deliver an unspecified chemotherapy. No specific programming parameters were provided. After an unspecified length of time, it was reported that when the nurse was setting up a 50ml flush to be delivered at a rate of 400 ml/hr, a 10cm air bubble was noted in the tubing set distal to the pump with no pump alarm. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. The device was removed from clinical service. Though requested, no additional information was provided.